Event description:
Artificial urinary sphincter failed. Manufacturer response for artificial urinary sphincter, ams 800 (per site reporter): MFR is making arrangements to pick up device for inspection.